Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving dilaudid (concentration unknown at 4.427mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that they were concerned that the pump and bolus were not working. It was clarified that the medicine being dispensed from the pump was not going to the right location. It was reportedly suspected that the dilaudid was going into the "fatty tissue or something" instead of the spine. It was noted that they were working with the patient's managing healthcare provider (hcp). The hcp reportedly did a test to find out where the medication was going, but it was inconclusive. No patient symptoms were reported, and the situation was reportedly being addressed by the hcp. Next month the hcp was to perform a test to determine if the pump was working, and possibly replace the pump with a more reliable unit. No further complications were reported or anticipated.